Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was discovered on bd 35ml monoject¿ syringe barrel. The following information was provided by the initial reporter: it was reported syringes with particulates on the plunger / fm.

Event description:
It was reported that foreign matter was discovered on bd 35ml monoject¿ syringe barrel. The following information was provided by the initial reporter: it was reported syringes with particulates on the plunger / fm.

Manufacturer narrative:
H.6. Investigation summary: a complaint of foreign matter being found on syringes was received from the customer. 22 opened samples of different lots were received for investigation. Through visual inspection, the defect could not be confirmed. The samples all had black writing on them that smudged making it difficult to find the small black particles. The supplier of this product was notified and an investigation was performed. The device history record (DHR) for the reports lots were reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR reviews showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A potential root cause for particulate on the barrel component can be a result of contamination during the transfer of the barrel component. Plastic debris can buildup on the work holders at the printer which may introduce particulate to the barrel as it is being transferred or from buildup on the bulk conveyor hopper which transfers parts into the final shipper case. Other potential causes for particulate contamination can be a result of further handling and/or processing. Current process controls are executed in accordance with product specifications and include the cleaning of the bulk conveyor/ hopper to meet quality acceptance criteria. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10